Event description:
A home patient contacted baxter's technical service center for assistance regarding a "check heater line" alarm received during the prime cycle prior to the home patient's automated peritoneal dialysis therapy. Reportedly, the home patient had their transfer set connected to the patient line of the homechoice set during the prime cycle. Baxter's technical service center advised the home patient to end therapy early and setup with new supplies. No patient injury or medical intervention was associated with this incident, per baxter.